Event description:
Reportedly, the patient implanted with the subject ICD received a couple of shocks due to suspicious sensing on the lead. The patient has a non regular anatomy and the lead was placed on the septum just below the tricuspid valve.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient implanted with the subject ICD received a couple of shocks due to suspicious sensing on the lead. The patient has a non regular anatomy and the lead was placed on the septum just below the tricuspid valve.